Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the probe wash collar was misaligned and was causing the leak. The fse aligned the wash collar, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak at the nucleated red blood cell (nrbc) mixing chamber of the unicel dxh 800 coulter cellular analysis system. The leak was discovered while the customer was performing routine maintenance. The volume of the leak was about 1 ml and was contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.